Event description:
It was reported that the anesthesiologist successfully inserted epidural when bolus close was to be administrated. The close would not flush into line. Epidural catheter was removed. Upon testing after removal the line was not flushable. The doctor was required to flush a third line to insertion on third attempt. Placement of each epidural was confirmed with ultrasound. Patient had a potential adverse outcome due to the procedure needed to being to repeated.

Event description:
It was reported that the anesthesiologist successfully inserted epidural when bolus close was to be administrated. The close would not flush into line. Epidural catheter was removed. Upon testing after removal the line was not flushable. The doctor was required to flush a third line to insertion on third attempt. Placement of each epidural was confirmed with ultrasound. Patient had a potential adverse outcome due to the procedure needed to being to repeated.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.